Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified. Q5 was missing from the power board.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed shift test and did not deliver therapy. There was no reported patient involvement.